Manufacturer narrative:
B3: unknown. One device was returned for repair in used condition. Device has not had repairs within the past 12 months. Visual and functional testing was performed and error code 45639 was duplicated. The most probable cause, was a faulty printed wire assembly (pwa) board. And the pwa board was replaced. The device passed all the functional tests after the repair.

Event description:
It was reported, that the device had an error code 45639. There was no patient involvement.